Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6), event site name: (B)(6), event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had screen flickering dead pixel during unboxing. There was no patient involved.